Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresolved "transducer fault" alarm on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main pcba and the device was tested. After being repaired, the device passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. During bench testing the reported issue could not be duplicated in the laboratory setting. Review of the events log shows transducer fault alarms occurred (2, 0, 1190) however no new events were recorded. Therefore the reported problem was confirmed but not able to be duplicated. The device was scrapped.